Manufacturer narrative:
Additional information was added to d4 (lot, expiration date, UDI), d9, h3, h4, h6, h11. H4: the lot was manufactured between june 03, 2024 and june 05, 2024. H11: remove the statement "d4: unique identifier (UDI) #: the lot number (10) and expiration date (17) are unknown; therefore, the UDI number only will contain the device identifier (01)." A device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed using tap water to fill the container and a leak was observed at the top left corner. The reported condition was verified. The cause of the condition could not be determined; however, is most likely due to variation in the manufacturing equipment weld process, causing top of bag weld defect in the sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) and expiration date (17) are unknown; therefore, the UDI number only will contain the device identifier (01). E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of exactamix 3000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags leaked from a pinhole at the top left seam of the bag. These were observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.